Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition: pressure sensors failure, due to a vent inop condition, pressure sensors failure occurrence. No patient involvement / harm.